Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient experienced insulin flow block event on (B)(6) 2025. The blockage was located at the site. The symptoms of occlussion was noticed three or more hours after insertion. No further information available.